Event description:
It was reported that a patient underwent an ablation procedure with a smart touch bidirectional catheter and there was noise on all electrocardiogram (ECG) channels and the catheter shaft was broken inside the patient. Before ablation, the physician took out the catheter and performed a coronary. After the coronary, the case was to be continued but suddenly there was a lot of noise on the ECG channels. The cable was changed but that did not resolve the issue. When removing the catheter from the patient, it was discovered that the catheter was broken. The issue was resolved by changing the catheter and the procedure was completed. There was no patient consequence. Upon request, additional information was provided on the event. Signal interference (noise) was observed on all ECG (body surface + intracardiac) channels as well as on the carto and recording system. There was no other ECG signal available for the physician to monitor the patient¿s heart rhythm. This is indicative of a reportable event. As for the damages catheter shaft, a picture was provided that showed a crack in the catheter shaft in a portion that is inside of the patient. This is also indicative of a reportable event. The physician did not pre-shape the catheter curve and pre-shaping is not a common practice for this physician. An agilis 8.5f sheath was used during the procedure. Settings during the event include: temperature cut off 45 degrees, impedance 250 ohms, and power cutoff 30 watts.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on march 9, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure with a smart touch bidirectional catheter and there was noise on all electrocardiogram (ECG) channels and the catheter shaft was broken inside the patient. The returned device was visually inspected upon receipt and it was found that shaft was found broken approximately 3.5 cm from tip-shaft transition. Rupture point had white stress marks. Further information received indicates that catheter was manipulated as usual and there was no friction or resistance during the procedure that might have caused the catheter damage. An internal corrective action was created to address the thermocool smart touch broken shaft issue. The returned device was then evaluated for electrical resistance and the thermocouple test and catheter failed during the electrical test. Further examination revealed that pc board had a soldering short circuit and it was covered by reddish brown residues that might have entered by the catheter damage. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.